Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to missing solder on a resistor, designator r10.

Event description:
It was reported that during an inspection of the device, the device could not complete its defibrillation charge cycle. The charge cycle would reportedly end approximately half way and drop the energy. This was only observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.